Event description:
It was reported that high pacing impedance was observed on the right ventricular lead. No intervention was performed; the patient was stable and will continue to be monitored.

Event description:
It was reported that oversensing of noise led to intermittent loss of pacing and loss of capture on the right ventricular (rv) lead. Lead damage was suspected. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to address the oversensing. The patient was stable and there were no adverse consequences.